Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin usage. No third-party assistance was required, and additional information about the resolution was not provided.